Event description:
Litigation alleges the patient suffers from pain.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/27/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, squeaking, and increased metal ion levels (confirmed by labs). A small trochanteric fracture was noted to be caused by wear. The stem is being added to the complaint and part/lot is being updated for the liner and head. The complaint was updated on:6/14/2016.

Manufacturer narrative:
Update 5/27/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, squeaking, and increased metal ion levels (confirmed by labs). A small trochanteric fracture was noted to be caused by wear. The stem is being added to the complaint and part/lot is being updated for the liner and head. The complaint was updated on: (B)(6) 2016 examination of the reported devices was not possible as they were not returned. Review of the femoral head device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No reports were found against the remaining product/lot code combinations in a search of the complaints databases. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Dates needed to be corrected to (B)(6) 2014.

Manufacturer narrative:
(B)(4).